Event description:
It was reported that the balloon did not inflate and could not maintain inflation. No pt complications were reported.

Manufacturer narrative:
New info was collected when the device was evaluated. Examination revealed that the balloon did not inflate due to leakage from the inflation lumen near the distal end of the thermal filament mid-form. Leakage occurred from a slit, about .12 inches long and extended underneath the thermal filament cover.